Event description:
It was reported that the patient had presented in emergency room due to syncope. Upon interrogation, the right ventricular lead exhibited high impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2018; fracture suspected. The patient was stable post procedure.